Event description:
A stryker representative at the international distribution center visually inspected the returned device and observed a weld fracture. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences associated with this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
A stryker representative at the international distribution center visually inspected the returned device and observed a weld fracture. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences associated with this event.